Event description:
Procedure type: unknown. Patient gender: unknown. According to the reporter: about an hour after starting the operation, confirmed air leakage from the cavity. Checked the trocar, found a crack in the 10 mm converter. Since the doctor decided that the leakage was due to the crack, he/she converted to an open procedure with a small incision. Then, the procedure was well completed. The doctor is not familiar with the trocar. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. No patient injury was reported.